Event description:
Health care professional states that the pateint was referred in september 1998 to office because spasticity could not be controlled. Patient was evaluated and baclofen 500mcg/ml was increases to 300 mcg per day and spasticity persisted. It was determined that patient was experiencing diminished flow. The catheter was surgically explored and found to be kinked. The catheter was replaced and the patient's daily dose was reduced to 125 mcg. This was too much and the dose was reduced 2 times more to 23 mcg/day. In january and february the pt's dose was increased to the current level of 49 mcg with good spasticity control. Patient recovered postoperatively without complication.